Event description:
A customer reported via phone call indicating that they have defective sensors. The patient's blood glucose was unknown at the time of the call. The customer stated that the catch arm was not bent. The customer was assisted with the issue and was informed that the sensors should be replaced. The customer was sent a new sensor.

Manufacturer narrative:
Reliability analysis was unable to perform insertion complaint due to the complaint being against the sen-serter and the customer returned only the sensors. No needles.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.